Event description:
A physician who attended a vns seminar mentioned three instances of asystole out of approximately 20 vns implants at the facility where he practices. Reporter indicated that he believed that there was a probable relationship between instances of asystole during vns implant surgery and the type of anesthesia used. Reporter also indicated that other implant facilities, some with more than 100 vns implants, reported no instances of asystole and that one of the other facilities stated that the anesthetic propaphol had a known cardiac effect tendency so they did not use it with vns implants. Investigation to date has been unable to determine whether the three instances of asystole mentioned at the seminar have been previously reported to the manufacturer and thereby previously reported via medwatch.